Event description:
The patient had experienced a myocardial infarction (cardiogenic shock) and was brought into the cath catherization lab for interventions. A balloon pump catheter was inserted into the patient's femoral artery and the balloon pump started. Balloon pump#1 did not fill properly and pump #2 was used since all checks ruled out any leaks in the catheter. Pump #2 filled okay and the procedure was completed. The patient was transported to a room. Pump #2 alarmed "gas loss" after 10-15 minutes. The patient was taken back to the cath lab and the catheter was replaced. Both pumps continued to alarm "gas loss" after the catheter was replaced. The staff continued to look over the pumps and noticed the auto fill connector on the back of the safety chamber of pump #1 was broken and pump #2 had a small crack in the same connector. The tubing was repaired and the procedure completed. The patient was taken to the room and the unit worked as specified.